Manufacturer narrative:
An event regarding revision of a triathlon insert component due to instability was reported. The event was confirmed. Medical records received and evaluation: suboptimal bearing thickness at primary arthroplasty in combination with morbid obesity have caused gradual relaxation of the patient¿s knee ligaments resulting in symptomatic instability at 5-years post arthroplasty requiring revision with exchange of the cr bearing for a thicker cs type. What exactly has caused failure in this case, the balance between patient-related and procedure-related factors cannot be very well differentiated in this case due to lack of more detailed clinical information. More specific information including clinical examination findings and/or retrieval analysis may all help to further solve these aspects. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: revision surgery took place due to instability whereby the reported 13mm cr insert was revised to a 16mm cs insert. Medical review indicated suboptimal bearing thickness at primary arthroplasty in combination with morbid obesity have caused gradual relaxation of the patient¿s knee ligaments resulting in symptomatic instability at 5-years post arthroplasty requiring revision with exchange of the cr bearing for a thicker cs type however the exact cause of the event could not be determined because insufficient information was provided. Further information such as follow up notes and product return are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient stated that knee felt unstable. Dr. Scheduled surgery for thicker cruciate sacrificing implant.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient stated that knee felt unstable. Dr. Scheduled surgery for thicker cruciate sacrificing implant.